Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge the internal battery. The device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.